Manufacturer narrative:
Recall: 1627487-12192011-003-r . In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she discontinued use of her scs system years ago due to resolved pain. Subsequently, the patient attempted to resume therapy; however, the ipg was confirmed inoperable. In turn, the patient is also experiencing pain at the ipg site. Surgical intervention may be undertaken as the next course of action to address the issue.